Event description:
On 12/20/2002 the account ran a pt sample 4 times in the open mode of the cd3000. Per the account the following hemoglobin (hgb) results were generated: 14.9 g/dl, 7 g/dl,13.2 g/dl, 7 g/dl. The account stated that they reported 8.2 g/dl for the hgb. The pt was transfused with one unit of blood. The sample was repeated and the hgb was 14.2 g/dl.